Event description:
Information received that the head hi/low was drifting down. No injury reported.

Manufacturer narrative:
Technician found head hi/low was drifting down slowly overnight. Repair not yet complete.